Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl and the school nurse assisted the customer by providing glucose tablets to address low bg. Contact alleged that there was a slight inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading and potentially the basal iq was not detecting accurate readings and therefore, not suspending insulin. However, after troubleshooting with tandem technical support the readings were found to be accurate.